Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure, the system was not working, the handpiece clogged and became hot. Three handpieces were exchanged and two cassettes were exchanged. It was noted that the patient had a very hard cataract. The case was completed using an alternate system. Additional information has been requested but not received.

Manufacturer narrative:
An ophthalmic surgeon reported that the system did not work. The patient had a very hard cataract. The phaco capacity was 100%. The customer used three different handpieces and two different cassettes were tested. The handpieces clogged and became hot. The system was switched out and the case was completed. Excessive heat generated by the phaco tip is due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operators manual includes the warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. ¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2009. Based on qa assessment, the product met specifications at the time of release. The phaco handpieces were not tested as they were not made available. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The company service representative examined the system and was it found to meet specifications. Therefore the root cause cannot be determined conclusively. (B)(4).